Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe plunger movement was difficult. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported that one patient even went to the extent of trimming down the black rubber on the plunger to get it to move free. Verbatim: I met to discuss the incidents, and would like to share the following: they have samples of new unused syringes available for investigation. These incidents have occurred within a large home nutrition program. The problems they described are linked to a specific syringe issue, as well as an issue related to how the syringes are being used. They stated that there is difficulty grasping the thumb press, and with pulling back on the syringe (ie break loose force) for older patients. Patients also experience some difficulty advancing the plunger (excess friction between stopper & inner syringe wall). The syringes are used by patients within the home nutrition program, and are not being used as a ¿single use¿ syringe only. I stated that the syringes are designed for single use only. The syringe is being washed and reused. We are exploring other solutions for this customer. I do not have any specific lot numbers, or syringes in my possession other than new in the package, or for that matter any particular patient name. We have had many complaints over the past few years about these syringes. One patient even went to the extent of trimming down the black rubber on the plunger to get it to move freely. I just had a patient tell me they are lasting maybe a day and ½ before they have to throw them out.